Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-81296.

Event description:
The customer initially called to report no reservoir alarms. Found that the customer changed the infusion set and removed the entire plunger from the reservoir, then inserted it into the insulin pump. Found that the insulin leaked into the reservoir compartment. Later, the customer stated that she was hospitalized due to low blood glucose levels, with a reading of 32 mg/dl. The customer felt that the insulin pump delivered insulin without her programming it to deliver. Advised the customer that the insulin pump would be replaced. Nothing further was reported.